Event description:
It was reported the programmer displayed a message that it was overheating, so the programmer was turned off. The next day, performance was "sluggish." Printing was slow, and threshold testing could not be performed. Another programmer was used, and the programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the programmer had registry and data drive corruption. Analysis could not confirm the reported programmer overheat message even though programmer was left on for many days. Programmer system fan is noisy.